Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak as there was fluid on the floor. The patient received an air detected in cassette and ended treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s nurse verified that there was no harm, intervention or adverse event due to the fluid leak. The patient was instructed to let the cycler air dry and then continue using. The patient did a manual treatment the night of the leak and then resumed using the cyler the next day. The cycler set is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak as there was fluid on the floor. The patient received an air detected in cassette and ended treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s nurse verified that there was no harm, intervention or adverse event due to the fluid leak. The patient was instructed to let the cycler air dry and then continue using. The patient did a manual treatment the night of the leak and then resumed using the cyler the next day. The cycler set is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.